Event description:
The manufacturer received information alleging that a CPAP machine is smoking at night. Additionally, the manufacturer received information alleging a patient experienced a burning smell and a continuous cough while using a CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed